Event description:
Medical record states, "pt presented to ER with multiple shocks from her defibrillator. There was noise on the ventricular lead suggesting a lead fracture or pin screw problem. Pt underwent surgery in 2006 and defibrillator lead was replaced. Intraoperatively the high voltage impedance was markedly elevated suggesting electrical fracture although none was seen on x-ray."